Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized on the same day. It was reported that the patient was treated with unspecified antibiotics. The cause of the peritonitis was unknown. It was reported that pd therapy was discontinued. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time. This is report 1 of 3.

Manufacturer narrative:
Complaint no: (B)(4). The date of the peritonitis diagnosis was an unknown date in (B)(6) 2014. However, the patient was hospitalized for the peritonitis on (B)(6) 2014. This is the same patient as (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review of potentially associated lot numbers h13l10034 and h13l21031 will be performed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13l10034 and h13l21031 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.